Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion prime/compromised force sensor system and excessive no delivery tests. All operating currents are within spec. Device had scratched lcd window, case and missing end cap sticker.

Event description:
Customer's reported via phone call that the device was going through many batteries. Customer was also having high blood glucose. Customer's blood glucose was 400 mg/dl. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.